Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "capsular contracture". Later healthcare professional reported capsular contracture baker grade iii, "hole on patch side" and "any creases". This record is for the left side. The device was explanted.